Event description:
A customer reported receiving a minimum fill notification while attempting to load a new insulin cartridge. There was no adverse impact to the customer¿s blood glucose level. The customer initially faced issues due to cartridge damage, preventing them from reloading the same cartridge. Technical support instructed the customer to clean the pump¿s pneumatic tap area and to remove the pump from its case. The problem was resolved after loading a second cartridge, allowing the customer to resume insulin use successfully.